Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent cartridge alarms (cartridge alarm 1) occurred. Additionally, it was reported that the insulin gauge was inaccurate. There was no impact to blood glucose. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm 1) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged malfunction (fill estimate) could not be verified. Additionally, a different issue was identified.